Event description:
Procedure type: cholecystectomy. According to the reporter, the trocar was locking; after the first punch the trocar shield didn't advance, and the blade caused a mesenteric lesion. No further procedure or pt details could be provided by the user facility.